Event description:
It was reported at the onset of device interrogation with the clinician programmer, the patient experienced a shocking sensation. The sensation was felt at the paresthesia area and the left side of the face. The patient was in good condition. Troubleshooting was being considered. Additional information has been requested but was not available on the date of this report.